Event description:
Additional information was received from a distributor. It was indicated the physician had not yet confirmed whether the observed fibrotic tissue appeared to be growing into the catheter and impacted performance or if it was only growing around and did not occlude the catheter. The explanted products (pump and catheter) were discarded by the physician. Regarding the catheter implant occurring after the use by date (ubd), it was indicated the physician was under the impression the shelf life was still good at the time of implant.

Manufacturer narrative:
H6: fdm updated to 4115. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot#: 0204908050, implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 03-mar-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor regarding a patient who was receiving lioresal via an implantable infusion pump. It was reported that while replacing the pump, the physician noticed ¿massive damage¿ to the catheter due to fibrosis and needed to call in a neurosurgeon for help. At the time of the report, the issue was resolved. Additional information was received in response to a request for follow-up on (B)(6) 2020. It was detailed that when the abdominal scar was opened to explant the pump, the catheter and pump were encased in extremely thick fibrotic tissue, fully encasing the point of entry of the sutureless catheter to the pump. This required dissection of the fibrotic tissue to release catheter which unfortunately got damaged. The whole system was replaced. It was noted that the drug used was not lioresal, but a generic baclofen with a concentration of 500 mcg/ml. The patient's medical history included severe spasticity secondary to multiple sclerosis.